Manufacturer narrative:
(B)(4). Date sent: 03/20/2017. Batch # na. The handpiece was received with the nose cone cracked and the mount was noted to be loose. The device was connected to generator and there was communication. However, no functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It has been reported that the device is cracked around the connector. Moreover, the device does not work, is not recognized by the generator. No harm to the patient.